Event description:
During the index procedure two resolute integrity stents were implanted in the lad and lcx. It is reported that the patient suffered a myocardial infarction and stent thrombosis 4 days post the procedure and the patient expired. Cause of death reported as cardiac arrest and stent thrombosis. It has been confirmed that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Inherent risk of a procedure -stent thrombosis, mi <(>&<)> death.